Manufacturer narrative:
Unit received with cracked lcd glass, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, missing r tainer, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was dropped a few months ago while the customer was getting out of bed. The patient's blood glucose at the time of incident was 20.0 mmol/l. The insulin pump was returned for analysis.